Event description:
During a revision for a non-union of a medial malleolus fracture the surgeon determined two cannulated screws had been broken at the tips of the shaft. The head portions were removed and the broken sections remain implanted. The surgeon implanted a 3.5mm locking compression plate (lcp)and performed bone-grafting. Sales consultant stated that screws did not appear broken in the x-rays prior to the procedure. This is 1 of 1 report for this (B)(4).

Manufacturer narrative:
This report is for two unknown screws investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.